Event description:
On (B) (6) 2010, the pt reported she sees air bubbles in the insulin cartridge of her infusion device during use with the most recent occurrence being 4 days ago. She stated the air bubbles result in her experiencing elevated blood glucose readings of up to 300-400 mg/dl. Her normal range is 140-150 mg/dl. Symptoms are low energy. She stated she was able to successfully prime out the air bubbles. During troubleshooting, she stated she often uses her infusion sets for 4 days. She was advised of proper usage time. She said the air bubbles usually occur 1 day after she changes her insulin cartridge and can be both large and small. She stated only the large air bubbles cause elevated readings. She allows the insulin to each room temperature prior to inserting the cartridge. She stated she currently sees large air bubbles beginning to form at the top of the cartridge. She was instructed to place her infusion device in stop, disconnect from her headset, and prime out the bubbles. She successfully did so. The pt did not require assistance from a healthcare professional or second party to address the issue. The cartridge was replaced and requested to be returned for eval.